Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a dependent patient¿s implantable cardioverter defibrillator exhibited radiofrequency telemetry ¿ (rf) anomaly. The patient¿s transmitter and the programmer¿s rf antenna could not be connected to the device. The device was reprogrammed on (B)(6) 2018. The patient will continue to be monitored.